Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Reportedly, the cause of death was due to a stroke. Per the customer's healthcare provider's (hcp) office, customer experienced a stroke and was transferred to a rehabilitation facility. Customer was initially doing well, then condition deteriorated such that the customer's family chose to remove the customer from life support. It is unknown whether or not the customer was using the pump at the time of the stroke and during the subsequent admission into the rehabilitation facility. No further information was been received by the hcp's office.